Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges a delivery issue with the pump. Caller reported the pump is not delivering insulin. Customer reported receiving 3rd party treatment; details were not provided. Requested return of the alleged device; customer declined.